Event description:
It was reported that during reuse with an unspecified bd pen needle the consumer questioned if medication was delivered. Patient went to hospital to consult the doctor. The doctor informed the patient that each pen needle was for one-time use only. The injection result returned to normal. The following information was provided by the initial reporter, translated from chinese to english: the patient purchased pen needle products from pharmacy, and the needles for single-use injection pens are matched with injection pens for subcutaneous injection of drugs (including insulin and exenatide). After the injection, the patient found that the injection result was not well. The patient went to the hospital to consult the doctor, and the doctor found that the patient reused the pen needle products, which led to poor injection result. The doctor informed the patient that each pen needle was for one-time use only. The injection result returned to normal.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Initial reporter phone #: (B)(6). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.